Event description:
It was reported to the manufacturer that the battery in the user's handheld keeps popping out as the battery latch is not secure. The user requested a replacement unit due to the faulty battery latch. The non-working device was returned to the manufacturer for analysis after the replacement was received. Product analysis is currently pending.